Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that, since implant, that their device has turned over on its side a number of times and the patient has flipped it back again. Upon followup with the clinic, the patient's nurse alleged that the patient has twiddler's syndrome. The device remains in use and the physician will follow up with the patient. No further patient complications have been reported as a result of this event.